Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the air/water cylinder was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope pixels were defective, dashes and dots wandered through the image, and sporadic total failures occurred. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the air/water cylinder had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: during incoming inspection no leakage was found, and the distal end insulation test failed. Due to corrosion on the plug unit, e216(scope communication error) occurred. The label on the suction connector was damaged. Due to corrosion on the plug unit, e216(scope communication error) occurred. Due to a crack on the plastic distal end cover, the insulation resistance value at distal end did not meet the standard value. Due to damage on the charged coupled device unit, the image had white dots. Due to the wear of the angle wire, the bending angle in the down direction did not meet the standard value. The image guide protector had a cut. The plastic distal end cover had a crack. The adhesive on the bending section cover had a crack. The connecting tube had discoloration. The universal cord had coating peeling. The investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.